Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked the caller through the pump reset process. After the reset, the pump did not display the cgm error code again. Cts advised the caller to wait 20 minutes to start their sensor session, which the caller understood and acknowledged.